Event description:
Please refer to the initial-report.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be confirmed that the device detected an internal deviation on (B)(6) 2018 at 5:07 pm and generated the alarm messages "device failure (1)" and "device failure (12)". The log entries at that time indicate a malfunction of the pba m4.1. The affected pba was provided for further testing. Even though the malfunction could not be reproduced during testing, a temporary malfunction of the pba m4.1 was determined to be the root cause of the reported event. The replacement of pba m4.1 has solved the issue. The device reacted as specified to the detected failure by generating a visual and audible alarm to alert the user about the problem. In case of this failure the ventilation stops and the emergency-breathing valve opens to ambient to allow for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the unit displayed device failure 1 while in use. The unit was swapped. There was no patient injury reported.